Event description:
Healthcare professional reported through company representative "capsular contracture baker grade 2, intracapsular leakage and asia complaints pattern". This record is for the right side. Device was explanted and replace with a non-abbvie device. It is unknown if the device will be returned.

Manufacturer narrative:
Cont. E.1 phone number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and rupture.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d1, d2, d3, d4, g4, h4.